Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology and aneurysm diameter are unknown. The pt has a history of severe peripheral vascular disease, prior myocardial infarction, severe left renal artery stenosis, and hypertension. Prior to implant, an aortogram showed occlusion of the right superficial femoral artery and stenosis of the left superficial femoral artery. Stenosis of the lower left renal artery branch was also noted. The bifurcated device was deployed through the left femoral artery, and a 16 mm diamter x 11.5 cm length iliac limb was deployed through the right groin with a crossover technique. Final angiogram demonstrated adequate infrarenal positioning with exclusion of the aneurysm and no endoleaks. When the sheaths were removed, a dissection was noted on the right side and was repaired. At the completion of the procedure, a popliteal pulse was obtained by doppler, and the right foot was pink with good capillary refill. The physician had planned to repair the left superficial femoral artery and left renal artery stenosis with stents at a later date. A right femoral-popliteal bypass was also planned. Two weeks after implant, the pt went deer hunting and was crouched down in a tree stand for an unk length of time. Pt developed numbness in left leg, followed by right leg and then acute paralysis. The pt was tranded in that position for a period of time before pt was discovered, eventually rescued, and taken to the hosp. There was no pulse found in lower extremities, and pt was flown to a different hosp for treatment. A computerized tomography scan demonstrated normal positioning of the stent graft with no flow. The pt was brought to the catheterization lab for investigation and treatment. At the timf of catheterizaion through the right brachial approach, the distal aorta was found to be totally occluded at the level of the stent graft. Attempts to remove the thrombus were unsuccessful, and the physicians then decided to attempt to restore flow through a femoral approach. Embolectomy balloons were passed until no additional clot was removed from the proximal vessels. After flow was re-established, several areas of the stent graft were noted to be stenosed; therefore, angioplasty balloons were inserted and inflated to preserve limb patency. A catheter was then used on both side to remove clot from the superficial femoral artery and the profunda femoris arteries. Balloon angioplasty was performed on the distal superficial femoral artery with good run-off established through the trifurcation. The right arteriotomy was severely altherosclerotic; therefore, a gore-tex graft was anastomsed to the artery before the incisions were closed. Final angiogram demonstrated good flow through the stent graft in both limbs. The femoral arteries and superficial femoral arteries showed good run-off. The pt had warm lower extremities, extending to the left calf and just above the right knee. The pt was infused with tissue plasminogen activator for approx 18 hours. Early the next morning, the pt developed increased mottling of the left leg and was returned to the cardiac catheterization lab. The pt was found to have good patency of the stent graft with good flow through both lumens in the common femoral arteries. Flow was blocked at the distal common femoral artery. Attempts to cannulate the commmon femoral artery through the brachial sheath were unsuccessful; therefore, the decision was made to proceed with open exploration of the vessel. The groins were re-opened, and a thrombectomy was performed from the superficial femoral artery through the anterior tibial artery. The common femoral artery had been dissected and was repaired with a graft. Antegrade and retrograde flow was re-established, but flow was decreased below the knees. The pt developed myoglobinemia, myoglobinuria, and acute renal failure with hyperkalemia as a result of rhabdomyolysis from the occlusion of the stent graft. It was reported that the pt expired two weeks later. No autopsy or explant was performed.